Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for turbine module communication error, ambient air temperature sensor range error, air humidity (rh) sensor range error and inspiratory flowmeter temperature sensor range error. Our field service engineer investigated the ventilator and after several attempts to install software, it was found necessary to replace the turbine. Replacing the turbine solved the issue. No part were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator displayed technical error codes indicating a turbine module error, ambient temperature sensor range error, air humidity sensor range error and inspiratory flow meter temperature sensor error. The ventilator was also not recognizing the turbine module in the system status menu. There was no patient involvement. Manufacturer's ref. #: (B)(4).